Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the destroyed electronic circuit due to due to the intrusion of water through the cracks in the connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject for evaluation and duplicated the reported phenomenon. It was found water invasion for the video plug of the subject device which occurred the color bars and flickers for the image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was not displayed at preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.